Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen is intermittently unresponsive. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump performed as expected. The customer later reported that they were able to interact with the pump without any issue.